Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The ccuse of the event cannot be determined.

Event description:
The customer advised they use 3ml k2edta tubes and received "platelet interference debris" error messages on both of their beckman dxh690t hematology analyzers. The customer advised the analyzers reported a platelet count that is double the platelet estimates [blood smear review] and double the patient's historical data. The customer advised the specimens collected were not hemolyzed, and no visible clumps, or rbc debris was observed on the blood smear review microscopically. The customer advised they isolated the error message occurrences to one phlebotomist. The customer advised the incidents occurred with 2-3 patients/day out of the 20-30 patients the phlebotomist collected. The customer reported beckman was contacted who advised the occurrences were not believed to be instrument error. The customer advised beckman provided suggestions for patient blood to edta reactions in the tube. The customer advised they do not attribute the occurrences to tube errors. The customer advised their staff used one lot of tubes and only the one phlebotomist had the errors. The customer advised, the specimens were collected from inpatients and one ER collection. The customer suspected the draw processes involved for the one phlebotomist, and requested information on which could cause the error messages. Gbo technical service and product specialist team supported the customer request with IFU, order of draw, best practice, good phlebotomy technique, and pa pulse fibrin article information.